Manufacturer narrative:
The additional perclose proglide device was filed under a separate medwatch manufacturer report. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using two proglide devices via a 6fr sheath, after a coronary intervention procedure. Reportedly, the first proglide device was attempted to be deployed; however, there was no suture present when the plunger was removed, a cuff miss occurred. Another proglide device was used and after device deployment the device could not be removed from the patient anatomy. After several attempts the device was able to be removed from the patient anatomy with no vessel damage occurring. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.